Event description:
An active exhalation control module was returned to the manufacturer's quality assurance laboratory for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's quality assurance laboratory, the device failed a step during testing. The root cause of the active exhalation control module failing was the proportional valve being stuck open.